Manufacturer narrative:
Unable to perform a manufacturing review as the lot number was not provided. The device was returned, however, the distal tip was missing and not returned. The length of the outer catheter measured to be 113.7 cm, indicating that approximately 40.3cm of the catheter detached from the device and was not returned with the sample. This indicates that the core wire broke along the length of the wire and not at the tip weld. Obvious signs of stretching was observed to the distal end of the outer catheter. This may indicate that excessive force contributed to the event. The investigation is confirmed for a detached catheter and distal tip, as the distal end of the catheter and distal tip were missing from the returned device. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event. However, the definitive root cause for this event could not be determined. The current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that the distal tip of the recanalization catheter detached and remains embedded in the pt. There were no attempts to retrieve the detached tip. No further intervention will be performed. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned to the MFR for eval. The investigation is currently underway.